Manufacturer narrative:
(B)(4). G2: foreign country report france. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision approximately 3 months post-implantation due to a broken plate during a simple walk. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. The reported ncb plate was returned with one assembled cable button and examined by the product surveillance team. The plate was found to have fractured through a screw hole into two fragments. Macroscopically, scratches were observed across the entire the plate. One horizontal abrasion mark was also noted on the bone-facing side of the plate near the fracture as well as some scuffing several holes further. The fracture surface of the longer fragment reveals beach marks, indicating fatigue fracture, with the fracture originating at the chamfer on the non-bone-facing side. Polished areas and scratches on the fracture surfaces suggest contact between the parts after the fracture occurred, with more polished areas and scratches seen on the fracture surface of the shorter fragment. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A review of the instructions for use¿ncb® periprosthetic trochanter plates and screws¿ under section ¿patient counseling information¿ states that: ¿failures of temporary internal fixation devices are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients and/or with patients who fail to follow through with the required rehabilitation program.¿ a horizontal abrasion mark was noted on the bone-facing side of the plate near the fracture site. This mark was likely caused by a cerclage wire placed between the bone and the plate during fracture reduction. Surgical technique document states that if the fracture is reduced using a cable, ncb bone spacers may be used to avoid contact between the plate and the cable wire. Whether and to what extent the omission of such spacers may have contributed to the fracture remains unknown. Based on the analysis of the retrievals, a fracture of the ncb plates can be confirmed and most likely attributed to fatigue. However, if and to what extent the above-mentioned factors may have led or contributed to the reported event remains unknown. Therefore, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.